Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was prompted to repeat the fill tubing process while attempting to load a new cartridge onto the pump multiple times. The customer's blood glucose level was not impacted. Reportedly, the customer loaded a new cartridge onto the pump successfully and resumed insulin delivery.